Event description:
A pt reported possible inaccurate high results with a fasttake meter while being hypoglycemic. Pt has had niddm for four years. On the day before the event, pt had blood glucose of 133 mg/dl on ft meter at 18:00. Pt took 15u of regular insulin and later went to sleep after feeling tired. Pt's spouse called the paramedics when spouse could not wake pt. Paramedics arrived at 21:00 and found pt's blood glucose 34 mg/dl on their meter. Pt was taken to ER, where pt was treated for hypoglycemia and discharged without a hospital admission. On the day of the event, pt had blood glucose of 84 mg/dl on ft meter at 12:20. Pt took 15u of regular insulin and later went to sleep after feeling tired. Pt's spouse called the paramedics when spouse could not wake pt. Paramedics arrived at 13:00 and found pt's blood glucose 34 mg/dl on their meter. Pt was taken to hospital where pt was admitted for four days with hypoglycemia. Pt has used the ft meter for 2 months before this report. Pt has a history of similar past hypoglycemia episodes. Pt's repeated hypoglycemia episodes apparently occur always after an insulin dose. Pt was taken off insulin and placed on prandin tablets, after hospitalization the day of the event. During trouble shooting with a lifescan technician, it was found that the meter was set to code 14, while the test strips were coded 20. Based on the available info, there is no indication that the ft meter has malfunctioned. The ft meter memory download reflects the pt's hypoglycemia state. Meter has been replaced for further investigation.